Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not received.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The contact not provide further information. Although multiple attempts were made to contact the customer for more information, the customer did not reply to the requests.